Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'tidal volume compensation failure' due to the flow sensor's mylar flap was stuck on the top of housing. There was no report of patient involvement.